Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement. Prior to the procedure, the right ventricular lead exhibited a high capture threshold when interrogated. The lead was capped and replaced along with the generator on (B)(6) 2021. There were no patient consequences.